Event description:
On (B)(6) 2023, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using a gore® excluder® conformable aaa endoprosthesis with active control system and gore® excluder® aaa endoprostheses. After all the planned devices were placed successfully, angiography showed a minor type ib endoleak in the right side. As the physician would have liked to avoid adding another device, he performed balloon inflation in the right common iliac artery using a gore® molding & occlusion balloon catheter. During ballooning, blood pressure decreased and the right common iliac artery rupture was found in the treatment area of a contralateral leg component. Therefore, additional contralateral leg was placed and unplanned coverage of the right internal iliac artery occurred. Reportedly, transfusion of four units was also performed due to common iliac rupture and bleeding from a non-gore sheath in the left upper extremity. The final angiography showed no endoleak, and blood pressure became stable. The patient tolerated the procedure.

Manufacturer narrative:
Code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.